Event description:
It has been reported to philips that system was not turning on. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips service engineer determined that there was no malfunction with the system. The complaint has been reviewed and it has been determined that no harm or allegation of harm was reported. The complaint has been closed by philips. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The complaint has been reviewed and it has been determined that no harm or allegation of harm was reported, this event would not be reportable. The codes were updated based on the investigation outcome.